Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that the surgeon stated that the clips were going out by the side of the applier jaws. The ligaclips were locking and the clips did not close properly. The jaw did not fall into the pt and there was no adverse outcome to the pt. The case was completed with another ligaclip. This was the first time the surgeon had any problems.